Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Field service was performed. Per technician, upon arrival, I ran chiller fluid through unit with cooladvantage applicator. Did not see any leaking from unit. Investigated all o-rings (applicator, adpater, and chiller connections) and all looked intact. Tested a cooladvantage petite and still no leaking. I proceeded to replace all o-rings on all applicators as well as adapter and chiller connectors. Removed upper module and noticed some liquid sitting between upper module chassis and shelf. This confirms o-rings were the cause of leak. Wiped up excess liquid. Ran successful quick check without any leakage. Ran chiller fluid again to confirm. Data modem would not initialize after power cycling three times. No further issues were found after replacement. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Corrected data: d1.